Event description:
It was reported that during an unknown procedure, the handles would not close. The two appliers got stuck. No further information provided despite several attempts. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) : information was not provided by the affiliate. (B)(6).